Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported, she has experienced elevated blood glucose readings as high as 400 mg/dl. She stated she has been on insulin injection therapy since in 2007 due to not receiving an insulin infusion device from the company. She stated she is correcting her blood glucose levels by giving herself bolus injections of insulin. She said she is pregnant. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.